Event description:
Needle came off in abdomen (needle injury). Case description: a pharmacist reported that a pt experienced that the needle came off in the abdomen. Pt had to go to the hospital in order to have it removed. Further info has been requested.